Manufacturer narrative:
The battery pack associated with this complaint nor the AED's electronic log files were not returned and thus the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank. They reported that this did not occur during patient use.